Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc surmised that this phenomenon was attributed to the communication failure with the videoscope due to the breakage inside the video connector, or the worn and corrosion of the electrical contacts. The cause of the failure might be caused by the long-term use because over five years had passed since the subject device had been manufactured, or the failure of the terminal of the electrical contacts due to the accumulation of the chemicals etc. And/or the adhesion of the foreign materials.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the printed-circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified timing, it was found that the scope communication error b30 was displayed. The user facility replaced the subject device with another device and completed the gastroscopy procedure. There was no report of patient injury associated with the event.